Manufacturer narrative:
One illuminator probe was returned for evaluation. The final customer lot was identified. A device history record review for the lot was conducted. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record review. The illuminator was visually examined to a magnification of 10x and was deemed nonconforming. The cannula needle is crimped at the distal end resulting in the shape of the cannula needle becoming oval. Surgical material is present on the cannula needle diameter down from the crimped area. The sample was functionally tested for fit through a conforming 25ga trocar and the check was deemed nonconforming. The cannula needle would not begin to enter into the trocar. The complaint does confirm the cannula needle has become deformed and thus would not fit into a trocar. The root cause does appear to be from handling of the cannula. When this damage to the needle occurred cannot be determined from the evaluation, but the visual evidence does indicate the illuminator had been used by the customer. Also, three opened trocar hub/cannula assemblies wit protective caps were received for the report of an illuminator not being able to go through the trocar. All three samples were visually inspected and were found to be conforming. A dimensional inspection for cannula ID was also performed and all three trocar were found to be conforming. The final customer lot for the trocar hub/cannula was identified. A device history record review for each of the components lots was conducted. The product was released based on the products acceptance criteria. The returned trocar samples met specification. Since the trocars met specification and the illumination probe was crimped and misshapen, no further action is required for the trocar product as a result of this investigation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up it was informed that the "illuminator probe was not fitting through the ports, too thick".

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illuminator probe was not going through the trocar valve. Upon follow up it was indicated that the illumination probe is not getting through parts too thick". Additional information and product sample have been requested for this event.